Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Use history: the user did not report the date the problem occurred and did not report the schedule in use. We consider the last schedule recorded in the usage history. The last programming was on 12/27/2023, the user used the drug library, selecting "amio250". The user entered several parameters for the infusion in succession. The infusion started at 16:55:08 and immediately, due to programming made by the user, the equipment activated the intermittent alarm informing that the programmed volume was close to the end. The user decided to stop the infusion afterwards. Infusing only the volume of 1.23ml instead of the programmed 5ml. We did not show any infusion error, the equipment worked according to the user's programming and actions. Functional analysis: technical complaint: it makes noise and does not infuse the programmed volume. Infusion performance test: using programming identical to the last one used by the user. Note: as soon as the infusion started, the "volume to be infused near the end" alarm was correctly activated, visually and audibly, by the equipment. Thus, as was also evidenced in the history of the last use by the user. Although we cannot say for sure, perhaps the user could have interpreted this normal situation of use as the "error" he reported referring to the equipment "making noise and not infusing the programmed volume". Visual analysis: equipment appears normal as used. Conclusion: in analyzing the history of use, we found no evidence of an infusion error. In the performance test there were also no strange sounds (noise, as reported by the user). The equipment performed the infusion correctly and precisely. Unconfirmed technical complaint.

Event description:
According to the customer: "bbraun pump makes noise and does not infuse the programmed volume".